Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found moisture in the lens, and a cut cable. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty charge coupler device. The most probable cause of the complaint is cause traced to a component failure without any design or manufacturing issue. A device history review revealed no issues. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Event description:
It was reported, the device image disappears/darkens, and the visual field is suddenly lost. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.